Manufacturer narrative:
The investigation determined that a lower than expected vitros na+ result was obtained from a single level (l2) of non-vitros biorad quality control (qc) fluid processed using vitros chemistry products sodium (na+) slides lot 4285-1164-3817 on a vitros xt 7600 integrated system. The assignable cause of this event was an issue with the vitros xt 7600 integrated system. Results of vitros na+ diagnostic precision testing demonstrated that the vitros xt 7600 integrated system was not operating as expected at the time of the event. An ortho field engineer (fe) traveled to the customer site and cleaned the hotplate, pm and cm/rt ring, tip locator, dispense blade, platen, pm evaporation caps, and erf assembly. The ortho fe then replaced the erf washer, erf tubing, erf proboscis carrier, pm ring v-bearings, drive motor, and the cm/rt wear pads. An acceptable precision test using vitros na+ lot 4285-1164-3817 was observed following the actions of the ortho fe, demonstrating that the issue was resolved by the service actions performed on the vitros xt 7600 integrated system.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower-than-expected vitros na+ result was obtained from a single level (l2) of non-vitros biorad quality control (qc) fluid processed using vitros chemistry products sodium (na+) slides lot 4285-1164-3817 on a vitros xt 7600 integrated system. Biorad l2 lot 92992 vitros na+ result of 143.9 mmol/l versus the biorad peer mean value of 156.1 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected result was from a non-patient qc fluid and was not reported outside of the laboratory. The customer had observed lower than expected results with patient samples as well, however none of the patient sample results breached phs criteria and no treatment was stopped, started or altered based on any lower-than-expected results obtained. There has been no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 6(B)(4).